Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and put back into service.